Manufacturer narrative:
Concomitant products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 1000mcg/ml at 230.2mcg/day via an implantable pump. The indication for use was intractable spasticity and familial spastic paraparesis. The healthcare provider reported that the patient was refill on (B)(6) 2021. Per the reporter, they filled the wrong concentration in the patient's pump. Prior to that refill the patient was getting 1000 micrograms per ml. The healthcare provider stated they filled with 2000 micrograms before on (B)(6) and did not update the pump to reflect the correct concentration. On (B)(6) the patient had cognitive issues and was looser and the healthcare provider stated that the patient is now fine, and they are not worried about overdose. The patient was in office and their plan on programming the pump back to the correct concentration. The healthcare provider stated that the patient is stable, so they were updating the pump and the issue was corrected.